Manufacturer narrative:
(B)(4). This complaint for a check patient line alarm was not confirmed in the lab due to a lack of sample. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's technical service center regarding a check patient line alarm that occurred on the homechoice (hc) during the drain 4 of 4. The caregiver (cg) stated that they disconnected the patient because heater bag had fallen and disconnected. The cg stated that they needed help removing the supplies. The baxter technical service representative (tsr) assisted the cg with ending therapy. There was no patient injury or medical intervention indicated at the time of the initial report. Writer spoke with the hp. She stated that the bag fell because her husband did not tighten up the tubing well enough. There were no injuries. The hp stated that therapy was going well at this time. No further issues were reported.